Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 325cc, serial number (B)(4), lot number 5801348. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during exam. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc, catalog number 3504501bc, lot number 7625284, serial number (B)(4) (r) and (B)(4) (l) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device contained no fluid, upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed that the entire valve area was missing, measuring approximately 0.9 by 1.1 cm. Microscopic examination of the area edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the missing valve occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: 1 tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation . 2. Dislodged valve material from a valve puncture or tear . 3. Water soluble crystal-like material (residual nacl from the fill solution) . 4. External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation . 5. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert 0102) . 6. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. (Pert 0101) . 7. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert 9902) . 8. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since the valve area was found missing on the device. Nonetheless, a microscopic examination of the edges of such area was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).